Manufacturer narrative:
Additional summary: the suture needle was submitted for fractographic evaluation. The component was identified as product code j603h. A fracture was observed in the body of the needle. The needle was received in two pieces. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a general surgery on (B)(6) 2019 and suture was used. During the procedure, the needle broke. It is unknown how the case was completed. There were no adverse patient consequences.